Event description:
A pump alarm was reported during insulin pumping, identified specifically as alarm 20. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted by guiding the customer in loading a new cartridge using the correct technique; however, the cartridge alarm persisted. Consequently, it was decided to replace the pump since it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and provided with guidance on returning the malfunctioning pump.